Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022, in order to remove the abutment.